Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set cannula kinked was crimped within three hours of insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.